Event description:
It was reported that a symptomatic patient with muscle stimulation presented in clinic for follow-up. The device was found to be in back up vvi mode. A device download successfully restored the device.